Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a.  Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made.   As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer.    Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, error code 61001 was displayed on the carto 3 system. The carto 3 and the s70 ultrasound systems were rebooted, but the issue remained. The presents were selected on both systems. The caller was advice to change the ethernet cable. The issue was resolved by disconnecting and reconnecting the splitter box power supply. The incidence of ¿catheter /ultrasound recognition issue¿ (error code 61001) is easily detectable by the user. This issue usually occurs during routine procedure setup and would result in a pre- or intra-procedural delay. If pre- or intra- procedural delay occurs, this has either no or low impact to patient safety. Later in the procedure, cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 150 cc of fluid from the pericardial space. The patient was reported in stable condition and was transferred to the coronary care unit (ccu). There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No bwi product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.